Event description:
The customer reported that fully charged autopulse li-ion battery (s/n (B)(4) does not power on the autopulse platform. The battery showed 4 green led lights illuminated upon battery status check. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.